Manufacturer narrative:
(B)(4). The pump was received with a broken reservoir tube lip, missing retainer, missing reservoir tube o ring and cracked keypad overlay. The test reservoir does not lock in place and unable to perform the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test and self test or verify excessive no delivery alarm due to the missing retainer and broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow block alarm. Customer was assisted with troubleshooting and insulin was exited. Customer was able to clear alarm by selecting rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.